Event description:
Literature article reviewed. Puijk r, rassir r, sierevelt in, vergroesen da, de jong t, nolte pa. Eighteen-year outcome of an uncemented "meniscal bearing", cruciate-retaining total knee system. J arthroplasty. 30 mar 2022. Pmid: 35367336. The article's purpose was to evaluate the survival, radiographic, and functional outcomes of the uncemented ¿meniscal bearing¿ cruciate-retaining low contact stress (lcs) (depuy synthes, warsaw, in, USA) total knee system after a long-term follow-up period. Patient data: 56 patients (67 knees) were included in the analysis with a median follow-up of 17.6 (range 1.6-20.2) years. The group consisted of 11 bilateral cases, is predominantly female, with a mean age at surgery of 64 (range 47-82). All patients underwent tka for severe symptoms of osteoarthritis after failed conservative treatment. Depuy products: uncemented ¿meniscal bearing¿ cruciate-retaining low contact stress (lcs) knee. Cement manufacturer not provided. Adverse events (5) tibial aseptic loosening - revision. (3) pain ¿ insert revision. (2) polywear ¿ insert revision. (1) spin-out ¿ revision. (1) free bodies in the knee joint ¿ arthrotomy with insert revision. (14) radiolucent lines ¿ no treatment provided. (3) mobilization under anesthesia.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.